Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found stent struts at the distal end of the stent that were damaged and dented inwards. The tip was damaged. The balloon was visually and microscopically examined and no issues were noted with the profile. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues with the shaft polymer and hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 98% stenosed, 30x4.0mm, target lesion was located in the severely tortuous and severely calcified left main artery (lm). A 32 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable.